Event description:
Physician reported removal of left implant due to alcl in fluid around implant. Regulatory agency confirm that pathological markers cd30+ and alk- were observed. Upon removal, device appeared intact and no specific abnormalities were noted.

Manufacturer narrative:
The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported removal of left implant due to alcl in fluid around implant. Regulatory agency confirm that pathological markers cd30+ and alk- were observed. Upon removal, device appeared intact and no specific abnormalities were noted.

Manufacturer narrative:
Correction: aware date of previous medwatch submitted is 02/23/2023.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphoma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Physician reported removal of left implant due to alcl in fluid around implant. Regulatory agency confirm that pathological markers cd30+ and alk- were observed. Upon removal, device appeared intact and no specific abnormalities were noted.